Event description:
Boston scientific received info that this local rep contacted boston scientific's technical svs (ts). According to the local rep, an smr-6 software upgrade had been performed and there was a marked decrease in r-wave amplitude (from 1.5 mv to 0.16 mv in the primary vector, 2.4 mv to 0.8 mv in the secondary vector and 1.4 mv to 0.8 mv in the alternate vector). Stored data was uploaded to the MFR database and the local rep wanted to know if sensing was adequate in the presence of diminished r-wave amplitudes. Ts discussed additional troubleshooting to further investigate reasons for the r-wave amplitude change including system migration. It was noted that difficulties had observed during induction testing (10 second burst duration) at the time of the implant procedure. Subsequently, boston scientific received info from the local rep that there were no concomitant devices and the pt was dialyzed 3-4 times a week. The electrode was implanted utilizing appropriate implant techniques (peel-away sheath technique). A chest x-ray was scheduled and a new template was performed through the device. An s-electrocardiogram was obtained with the pt in a sitting posture and another s-electrogram in a supine position is pending. From the physician perspective, this current issue was not related to those experienced back in (B)(6) 2013. Aside form the report of diminished r-waves, there were no inappropriate shocks or untreated events. Lead impedance in all vectors was within normal limits. Isometrics were done and no noise was present. A review of the anterior-posterior chest x-ray showed no evidence of lead placement along the parasternal border, at the xiphoid or perpendicular to the sternum from the mid-axillary line to the device. However, the lateral view showed evidence of the distal lead tip approx 2-3 cm away from the device.

Manufacturer narrative:
Upon reopening of the incision, the physician found a free-floating anchoring sleeve which was removed. Following several attempts to surgically access the electrode, the physician performed fluoroscopy and discovered that the majority of the lead body was lying over the top of the generator. At that point the physician made a third incision over the generator pocket and found encapsulation, which explained why the physician was unable to release the electrode initially. The physician was then able to fully access the properly position this dislodged electrode. The electrode was left connected to the generator and no further intervention was required. According to the local rep, an important factor that may have contributed to this event is that the pt is wheel chair bound and has an oversized trapeze on his bed for assistance with repositioning. The pt mobilizes his wheel chair with his upper body. Additionally, the electrode had been initially positioned through the use of a peel-away sheath. Consequently, no suture was used to secure the distal tip of the electrode.